Manufacturer narrative:
Analysis of the AED's log files could not confirmed the reported issue. Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.